Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead revision, chest x-ray revealed dislodgement. The lead was pulled back in the pocket. The lead was explanted and was analyzed on the scrub table. The helix was able to retract, but could not be re-extended. A new ra lead was implanted without complications. The patient was stable.